Manufacturer narrative:
The returned device was evaluated. The device passed all visual and functional testing. During the operational testing the unit provided visual alarms and passed simulation tests by providing accurate measurements. The device buttons are difficult to press. Internal inspection revealed damage to the ui ribbon cable insulation but the wire is not broken. The damage is unrelated to the customer complaint and does not affect the functionality of the device. A service history record review reveals that this unit was in the field for over two (2) years with no previous reported issues related to this reported event.

Event description:
The customer reported inaccurate measurements. No consequences or impact to patient were reported.